Event description:
It was reported that the patient¿s ilet displayed persistent alert 41 indicating an insulin shaft rewind error, and the device could not proceed despite supply removal, rewind attempts, a dry run, and a restart, which suggested a pump malfunction rather than an issue with disposables. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and device replacement with instructions for data sync, shutdown, return using a provided label, and re-initiation of therapy on the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.